Manufacturer narrative:
The patient ages and genders were provided by the customer. Refer to the attachment. Medwatch fields a2. And a3. Have been updated.

Manufacturer narrative:
The last calibration performed on (B)(6) 2021 was ok and there were no alarms. A calibration performed on (B)(6) 2021 was acceptable. On (B)(6) 2021, there were calibration errors for na and these were resolved. Quality control recovery surrounding the event was within range. There was no indication of a reagent or instrument performance issue. Upon review of the alarm trace, sample short and abnormal probe aspiration alarms occurred on the date of the event. Abnormal probe aspiration alarms occurred surrounding the event. The field service engineer performed checks. Calibration, controls, and precision studies were run; all were within range. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Medwatch field UDI number: (B)(4).

Event description:
The initial reporter stated they received discrepant results for ten patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. The fourth patient sample also had discrepant results for ise indirect k for gen.2. It was asked, but is it not known if any incorrect results were reported outside of the laboratory. The samples were initially tested and repeated on the customer's c 501 analyzer (run 1 and run 2). The first six samples were also sent to another site for repeat testing on another c 501 analyzer (run 3). The na and k electrode lot numbers and expiration dates were requested, but not provided.